Manufacturer narrative:
(B)(4).

Event description:
During an unknown procedure it was reported that the surgeon used one device which worked correctly. When he used the second device he could deploy t1, t2 he could not place as the device broke. The handle broke completely off the metal cannula where the t's are inside. T2 fell off. The surgeon had to remove the first t with a grasper and the second t he could easily remove as it was not yet placed into meniscus. Due to these additional steps the surgery time was delayed for a couple of minutes. The surgeon completed the surgery with a backup device. No patient injuries were reported.